Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with an infusion set after using it for 6 hours. Patient reported that all of the insulin was gone. The leakage was in tubing however, there was no stress or pull reported on the infusion set tubing. Patient was advised to change the set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.